Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc adapter damaged/defective. Patient admitted. Contrast-enhanced CT requires a puncture and indwelling needle. When the nurse was operating according to the standard, she found that the heparin cap of the indwelling needle was aging and could not be used. Replace the indwelling needle and puncture the patient again. No patient is dissatisfied.

Manufacturer narrative:
1. DHR/bhr review lot 3199640. 1 this batch of products were assembled at intima ii auto line 3 in august 2023, and packaged at cfs package line in august 2023. Work order quantity was (B)(6) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 the prn batches used in this batch of products are 3177140, 3177141, review the raw material inspection records, no abnormalities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of complaint batch in plant, no aging prns are found. Please see the attached photos. 4. The aging of prn generally occurs in the sleeve stopper part, sleeve stopper discoloration, cracking, mainly caused by strong oxidation, including: thermal oxygen aging, light oxygen aging, ozone aging (such as encountered ozone disinfection). 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion the root cause of the aging of the prn cannot be determined as no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals about this batch of products, and no defective sample has been received for relevant testing.

Event description:
No additional information provided.